Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the instrument channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject events can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions for jf type 260v, tjf type 260v, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Instructions for jf type 260v, tjf type 260v, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The instrument/suction channel was aspirated with water. The customer stated there were no abnormalities in the accessories used for reprocessing. The instrument channel was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and suction cylinder were brushed. There were no other concerns with reprocessing.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had residual fluid or foreign matter come out from the forceps channel tube. There were no reports of patient involvement.